Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused total parenteral nutrition (tpn) during therapy in the general patient ward. Upon looking at the medication administration record (mar) to administer 2000 medications, which included hanging a new 24 hour bag of total parenteral nutrition (tpn), a nurse observed the bag was half full. Bag contained 1500 ml and there was approximately 700-800 ml left in the bag, the prescribed rate was 62.5 ml/hr. There was no known patient injury or medical intervention associated with this event. No additional information is available.